Event description:
The dealer in (B)(4) reported that the device alarmed "ext high ppeak" while in use on a patient. The patient was removed from the device and placed on another device. There was no patient harm reported.

Manufacturer narrative:
Additional manufacturer narrative. This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on 10/29/2015. Corrected data: life threatening and required intervention to prevent permanent impairment/damage were added because the ventilator required change out.

Manufacturer narrative:
Carefusion has requested additional information from the user facility via the dealer in (B)(4) on the reported event and the status of the patient. As of may 21, 2015, there has been no additional information provided by the user facility. (B)(4). The carefusion technical support specialist in conjunction with the dealer in (B)(4) determined that the most likely cause of the reported event was a malfunctioning tca pcba within the gas delivery engine (gde). At present, there are no replacement parts available. Once available, a replacement tca pcba or gas delivery engine (gde) will be provided to the dealer in (B)(4) to repair the device and return it to service.